Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no blood return when aspirating. Another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that there was no blood return when aspirating. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a DHR was performed and no deviations or issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. Investigation summary: one ti powerport isp was returned for evaluation. The port body was returned with no other components from the kit. Although the port body was patent to infusion and aspiration with no leaks noted, the investigation is inconclusive for the reported aspiration issue as the catheter was not returned for evaluation and may have contributed to the reported issue. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include fibrin sheath formation, catheter occlusion, pinch-off, and catheter kink. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.